Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an empty cartridge alarm occurred while the cartridge was not empty. There was no reported adverse impact. Additionally, it was reported that the customer experienced a low blood glucose (bg) level. Bg value not provided. Reportedly, the paramedics had to be called. Customer declined follow up from tandem technical support. No additional information was provided.